Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 7 was not detected on the bus. A field service engineer (fse) identified no lights on the controller boards. Fse replaced both the controller cards and tested the hardware to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the device was not detected on the bus. The customer attempted to recover the failed drawer, but the system continued to indicate that maintenance was required. The customer also rebooted the device and performed additional steps, including disconnecting the power cord for several minutes and restarting the station. Despite these actions, the drawer still failed to recover and the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.